Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose ranging from 485 mg/dl to 500 mg/dl. Customer reported to have been sick and not able to calibrate. Customer was advised against calibrating at the moment due to rapidly fluctuating blood glucose. Customer was advised to change infusion set; and when changed, customer's blood glucose dropped to 344 mg/dl.